Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the patient experienced neurological changes. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman ® laa closure device was successfully implanted in good position. The patient showed no signs of hemodynamic instability pre or post-procedure. Activated clotting time (act) levels were above 250 throughout the case with the first dose of heparin being given prior to the transseptal crossing. The patient was extubated and sent to post-anesthesia care unit (pacu) awake, alert, and with no neurological deficits. Five hours after the case, the patient showed signs of neurological changes. An (electrocardiogram) eeg showed no signs of seizure, computed tomography angiography (cta) of the cerebral arteries were all patent with no blockage, and the transesophageal echocardiogram (tee) of the closure device was unchanged from procedure with no thrombus present. The physician stated he is unaware of what caused the changes and does not feel it was contributed by watchman.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported by the physician that the patient was talking and eating ice-chips post procedure then became obtunded. The patient went home on hospice per the family¿s request.